Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer was unable to upload 700 series pumps. Troubleshooting was performed but the issue was not resolved. The customer tried to upload a 770g pump and got a message on the pump that said the uploader had not been found. The customer successfully uploaded the 600 series pumps, for 700 pumps by the laptop using the same blue usb and the same pump. The customer reported the same message from the pump, but the uploader screen showed a security error code 8 and then sent an email saying while closing the screen an error code 19 was observed. Advised the customer these error codes are caused by the clinic¿s. Antivirus software. No harm requiring medical intervention was reported. It was unknown whether the customer would continue the use of the device and the product would not be returned for analysis.